Manufacturer narrative:
D9. Date returned to mfg: 02-may-2024. H6. Investigation codes: updated. Investigation summary: seven (7) used units received for evaluation and decontaminated. The subassemblies of pns: a950-02, 10023796-001 and a00159-01 were subjected to the following testing: electrical testing: one (1) out of three (3) samples was found rejected during electrical test. The remaining three (3) samples could not be electrical tested. Vaccuum testing: one (1) out of six (6) returned samples was found rejected during testing. Air leak testing: one (1) out of six (6) returned samples was found rejected during testing. The sample that leaked thru the vacuum and air tests was submerged into a container with water and air was applied to the device to identify the source of the leakage. The sample leaked from subassy a950-02 as bubbles were observed to be formed through this component. The sample that leaked from pn: a950-02 and the sample that failed the electrical test were visually inspected by removing cover pn: 300-288 to verify the solder appearance. The sample that leaked from pn: a950-02 exhibited corrosion condition on the electrical board. The other sample exhibited burned electrical board. The one returned sample that could not be tested on the electrical test was visually inspected. It was observed that the plug of the cable pn: p1392-16 was damaged. Complaint is confirmed for the failure mode through the device analysis executed on the returned samples. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4334492 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4326193 and 4332334 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.

Manufacturer narrative:
Date of event unknown. (B)(6). Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were a large number of problems in the product. No data can be detected, packaging is damaged, connector is damaged, and the data is out of order, which makes the product ineffective. There was patient involvement and no patient/adverse event reported. The event occurred in various dates from 01-dec-2023 to 05-mar-2024.